Event description:
It was reported that the ICD was explanted and replaced due to suspected short-circuit damage.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported short circuit damage was not verified. The device memory had no evidence of having detected short circuit condition. The device tested normal. The cause of the complaint was not determined.